Manufacturer narrative:
(B)(4) g2: foreign - event occurred in united kingdom. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient with a temporomandibular joint (tmj) replacement experienced persistent pain. The surgeon reviewed the patient's imaging results and indicated a mandibular screw may be in close proximity to a nerve and unerupted tooth in the jaw. The surgeon planned a clinic visit to discuss potential revision options if the screw was determined to be the pain source; no treatment decision had been made at this time. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information and/or corrected information. Updated: a1, a2, e1, g3, h1, h2 if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information and/or corrected information. Updated: b5. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient with a temporomandibular joint (tmj) replacement experienced persistent pain that started approximately one-year post-implantation. The surgeon reviewed the patient's imaging results and indicated a mandibular screw may be in close proximity to a nerve and unerupted tooth in the jaw. The surgeon does not plan to do any further intervention as this time. Attempts have been made and no further information has been provided.